Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. It was also reported that customer was hospitalized due to diabetic ketoacidosis and not feeling well on (B)(6) 2018. Customer was treated with IV drip. Troubleshooting was performed for no delivery and motor error alarms. Insulin pump would need to be replaced. Insulin pump is not expected to return.